Event description:
During the portion of the procedure when the radioactive source (192 ir, 425 mci) is deployed, the source would not advance properly nor would it withdraw into the sheilded part of the afterloader. This was noted within 15 sec. Of attempted deployment. At this point, the catheter and source, as a unit, was withdrawn from the guiding catheter and taken to an ajacent room for containment. # one number (found on outside of device, ie. Product number) # pn 64652-00 rev.c (found on inside crank of device)